Event description:
While using bipolar tool function of the esu, a smoke smell was noted. Bipolar tool was removed from use and the end of the cord that plugs into the spine module pack (forceps) was noted to be black and charred. No visible harm to patient.